Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a 250-300mm moderately calcified plaque lesion with 60% stenosis in the left proxim al/mid/distal superficial femoral artery (sfa) and popliteal artery. A 6fr 45cm non medtronic sheath and a 0.014 non medtronic guidewire was used. The IFU was followed. No resistance was encountered during advancement. It was reported that the nose cone was damaged but did not require retrieval from the patient. A black dust was noticed after removing the device from the patient which may have been from the device or the wire. The flush port was not damaged. Another hawkone device followed by a drug coated balloon and stent was used to complete the procedure in the popliteal artery. No patient injury was reported.

Manufacturer narrative:
Additional information: the thumbswitch was able to be turned off with resistance. The cutter closed inside the housing a short distance and opened outside of the housing. No resistance was noted when removing the device. No deformation was noted in the cutter on removal. The drug coated balloon and stent used to complete the procedure were medtronic devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the hawkone device was returned attached to the cutter driver. No ancillary devices or images received. The device was removed for visual inspection. Visual inspection revealed dried blood on the cutter driver. No ¿black dust¿ or discoloration was noted on the returned device. A gradual curve from the medial to distal segment of the housing was noted. Inspection of the distal assembly revealed a bulge approximately 2.0cm from the cutter window distal end. The bulge was mi croscopically examined and a biological debris was noted to be exiting from the bulge. The cutter was noted to be distal from the observed bulge. The distal tip was cleaned with a needle-nose tweezers and re-examined and a hole was noted at the location of the bulge. The hole was observed to be parallel to the coils in the distal assembly. The nosecone was examined, and no damage was noted. A 0.014" guide wire was inserted into the guidewire lumen and no issue were noted during insertion; no tears or holes observed. If information is provided in the future, a supplemental report will be issued.